Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and replaced the sample probe transfer unit to resolve the issue. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of low patient results for ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl), involving the au480 clinical chemistry analyzer. The erroneous patient results were not reported out of the laboratory. The customer repeated the patient sample and obtained normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient.